Manufacturer narrative:
The event of glaucoma progression is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they had previously had a xen 45 gel stent that "didn't work" and is now "getting blind" due to not having another xen implanted. Affected eye unknown; device remains implanted.